Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Upon arrival to the site, the fse observed clear fluid had leaked from the instrument onto the tabletop while the customer was performing startup. The volume of the leak was unknown. A low vacuum error was also generated by the instrument. The fse observed the tubing at foam trap (fmt3) had detached from fitting and corrosion on terminals due to the fluid leaked onto the solenoid (lv5). The fse reattached the tubing at foam trap (fmt3) and replaced the solenoid (lv5) and the instrument performed without any leaks or errors. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer generated red blood cell (rbc) and platelet (plt) background failures. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.